Event description:
Philips received a complaint by the customer on the v60 indicating that the that the da board and mc cable was replaced however, pneumatics screen now shows 35 volt, 12 volt, 5 volt readings out of specification. The customer was advised to replace the power management board or mc board. It was reported there was no patient involvement at the time the issue was discovered. Bench repair evaluated the device and confirmed customer¿s complaint: unit is displaying multiple voltages variations outputs out of specification; the power management board and controller board are both defective. The investigation is ongoing.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered power management board and controller board aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.